Event description:
It was reported that the pump display was on, but the display remained black, which prevented customer from interacting with pump or reading screen. There was no adverse impact to the customer's blood glucose level. Customer planned to use a backup insulin pump, while technical support arranged for a replacement pump and provided return instructions for the problematic pump.